Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection, the staples malformed. Changed to another tr45b and the staples malformed again. A third reload was used which aldo malformed staples. The surgeon changed to hand sewing to finish the procedure. Operating room time was extended, but ther was no reported pt consequence.